Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. No fault was found with the device. Software was reinstalled as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump keeps shutting off. There was no patient present at the time of the event. There were no reported adverse events.